Event description:
The implant clinic reported that the patient developed bacterial meningitis in 2006, approximately 19 years after receiving a cochlear implant. Reportedly, the patient developed an ear infection in the non-implanted ear and then, at some point, los consciousness. She was transported to the hospital and was admitted to the ICU for a week. It was reported that she was sent home on intravenous fluids. She reported having some balance and memory problems. After reprogramming of her sound processor, the patient reported hearing well. She will be seen by the implant surgeon in the coming weeks. Further details were requested, but have not been provided yet. Additional information will be reported when available.